Manufacturer narrative:
G2, h3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, as of the date of this medical investigation, the requested clinical documentation including the operative report has not been provided; therefore, there were no clinical factors found which would have definitively contributed to the event. The material composition for the nonrim speed pin 110 sterile device is stainless steel 431. The nonrim speed pin is manufactured and intended as externally communicating devices and are not approved for long term internal tissue exposure and long-term implantation data is not available. The patient impact beyond possible micro-motion and/or migration, and local irritation/discomfort cannot be determined. Additionally, it reported, the procedure was completed using the same device without any other reported complications. Per a complaint communication, no post-op symptom or complication has been reported by the patient during follow-up appointments. No further clinical/medical assessment can be rendered currently. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed a similar event for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for speed pins provides complete guidelines for indications, contraindications, warnings and precautions to be aware of preoperative, during surgery or postoperative. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. This is a single use device, surgical technique or damage from misuse are likely potential factors that could contribute to the reported event. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, during a tka surgery, while using the nonrim speed pin 110 sterile, a piece broke off in the tibia, and remains embedded in the bone. The procedure was completed, using the same device. No other complications were reported.